Event description:
A malfunction alarm was reported, identified as code malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer received assistance from technical support to reset the pump, and the issue was resolved without recurrence. Customer was instructed to continue using the pump and to contact support if the issue reappears.